Manufacturer narrative:
A patient¿s system was explanted and replaced due to the ipg site wound not healing and a possible infection was reported to abbott. The ipg was relocated to the opposite side. The patient was placed on oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s system was explanted and replaced due to the ipg site wound not healing and a possible infection. Ipg was relocated to the opposite side. Patient was placed on oral antibiotics.